Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample, containing no fluid in the reservoir, for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit noted excessive white drug precipitate inside the delivery tubing, blocking the fluid pathway. Crystallized drug was also noted blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. A functional test was attempted on the unit, but flow was not possible due to the crystallized drug blocking the fluid pathway throughout the device. The root cause was determined to be drug crystallization at the end of the glass capillary and inside the tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.